Event description:
It was reported that the patient implanted with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. A surgical procedure was performed during which the cuff was explanted and replaced with a 4.0 cm cuff positioned at a more bulbous urethral location. According to the physician, the recurrent incontinence was attributed to the original cuff placement being too distal, which resulted in the cuff being oversized for its location. No additional patient complications were reported.